Event description:
Respiratory therapist came to see pt to do an ordered abg, upon assessment of pt, the rt noted that the pt's tidal volume was lower than previously noted. The rt assessed the 7.5 ett and noted a cuff leak. Intensivist was made aware, pt's ett was successfully changed with an ett exchanger.